Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl, customer's "brain swelled", and they were "incoherent". Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 26 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.